Event description:
Insulation damage. Low impedance, created a lead monitor polarity switch to unipolar pace and sense" lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).